Event description:
It was reported that during a preventive maintenance of a da vinci si system, intuitive surgical, inc. Representative or the technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing axis-2 brake test (weighted brake drop test). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigation found that the arm faulted with an error code on axis-2; however, it passed the weighted brake drop test. The axis-2 brake and the metal gear were replaced and the arm was upgraded to current revision. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the weight brake drop test during preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.